Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was 123 mg/dl. Reportedly, the customer cleared the alarm to address the issue. 67 4114 3221 2199 4582 2423.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.